Manufacturer narrative:
Device was installed 4/22/2011 and maintained under a candela service contract at the time the patient was treated in march 2018. The device underwent a preventative maintenance (pm) service (prior to treatment date) on (B)(6) 2018. Pm performed, dioinized water and filters replaced, all slider attachments tested, device was tested to meet all candela specification. Review of device service history indicates there were no reported adverse events or malfunction complaints, or service visits following the pm, until device underwent preventative maintenance on 12/16/2019.

Event description:
Advocate for patient reported an adverse event on (B)(6) 2022 to candela legal department, alleging the patient had treatment to "remove brown age spots from her right eyelid" as well as a "brown spot just below the corner of her left eye" on (B)(6) 2018 at a clinic in (B)(6). The alleged device was a gentlemax laser. It was reported that the provider placed an ocular shield over patient's right eye to protect it from the laser. The patient reported that the provider "then moved the ocular shield" from patient's "right eye to where it covered a portion of the right eye" to "locate and get to the brown spot on right eyelid." The laser was pulsed and patient reported experiencing a "flash/spark of firey light and intense pain." Patient reported she was diagnosed with a laser burn to her right eye by a board-certified opthamologist. Patient reported increased eye pressure post treatment. Patient reported "permanent paralysis" of "right pupil, eye pain, film over vision, headaches, light sensitivity, and spots in her vision." The patient reports "chronic eyes aches [sic] in her right eye and has difficulty seeing at night and decreased vision in the right eye, especially in bright light settings." Patient has an "elliptical-shaped pupil on the right side compared to a perfectly round on the left" and "loss of pigment from her iris." Patient reported she is "required to take prescription drugs" and has regular appointments with opthamologist. Medication information not provided.